Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose of 607 mg/dl. Customer stated he had been experiencing high blood glucose since the day prior. Customer's spouse called paramedics, since she was confused, weak, and wanted to pass out. Customer was wearing the device at the time of the call. Customer stated they tested the insulin pump and it was delivering the ineffective insulin just fine. The infusion set was inserted and working correctly. Customer stated she no longer was on novolog and was switched to apidra. Customer does not feel there was any malfunction on the insulin, but rather bad insulin. No further information reported.